Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The device was received with cracked case at display window corners and battery tube threads. The device also had minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
No blood glucose levels reported. The customer reported that the insulin pump only has a partial display. It was reported that the upper portion of the display of the insulin pump was missing. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.